Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.

Manufacturer narrative:
Production personnel tested the attachment. The attachment failed for rotation, leak and current draw tests. Quality personnel then investigated the attachment. Ambient cap temperature at time of testing was 23.8°c. Free run testing for 21 seconds resulted in a maximum temperature of 89.7°c at which time the attachment seized up. No further testing was conducted due to the inoperative condition of the attachment. Maximum temperature as per (B)(4) is 13°c above cap ambient temperature after 30 seconds of free run. Maximum allowable temperature after 3 minutes of running attachment is 48.0°c in either free run or load testing modes. Attachment temperature exceeded all temperature limits. During examination after disassembly it was noted several internal components of the head assembly displayed moderate to severe debris. Also, moderate to severe wear was noted on inner drive components. Quality personnel verified rear sheath was loose. A new design has been implemented that eliminates the need for machine screw heads exposed to the outside of the attachment. It is possible that a lack of lubrication may have caused friction and as a result, an acceleration of wear components mentioned above. This accelerated wear then could have caused debris to form inside the rotating components causing further friction and accelerated wear which, in tum, could have possibly causing the temperature rise reported.